Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) who encounter the issue replaced the solenoid driver board and completed a full pm/calibration. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the blood back calibration is out of specification and is not able to be calibrated. There was no patient involvement, thus no adverse event was reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the blood back calibration is out of specification on the cs300 intra-aortic balloon pump (iabp) and is not able to be calibrated. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b6, b7, d4, d10, g3, g6, g7, h2, h6, h10, h11. Corrected field: b5, d1, e3, e4, h4.